Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; stent: xience alpine. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported resistance during advancement and balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, de novo, 99% stenosed lesion in the proximal circumflex artery. Pre-dilatation was performed with a non-abbott 2.0 x 15 mm balloon catheter, three times. The nc traveler balloon catheter was advanced and although resistance was met with the lesion, the balloon catheter crossed the lesion. When the nc traveler balloon was being inflated at 12 atmospheres (atm), contrast media was observed to be coming from the middle of the balloon. Therefore, the nc traveler was removed with no resistance felt and was replaced with a non-abbott balloon catheter. The balloon was soaked in saline prior to use, air was pulled outside of the anatomy prior to use and no resistance was felt during sheath removal. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.